Event description:
It was reported that at device change-out, externalized conductors between the rv and svc coil were noted via fluoroscopy. All electrical measurements were normal. Lead to be revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.